Manufacturer narrative:
Pump passed the operating currents measurement, unexpected restart error test, displacement test, rewind, basic occlusion, occlusion, prime/delivery and excessive no delivery test. Pump had bleeding lcd glass, cracked case at display window corners, reservoir tube lip, belt clip slot and minor scratched display window.

Event description:
It was reported that insulin pump was returned without authorization. Insulin pump was reviewed for failure analysis.